Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following cataract extraction with intraocular lens (iol) implant procedures, many cases of glistenings and posterior capsule opacification have been observed lately; more than usual. Additional information has been requested, however, no further information is expected.